Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: date of birth: requested, not provided. A3b: gender: n/a. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a potential deployment issue. The exact root cause cannot be determined. The likely cause was determined to have been a subcutaneous deployment resulting in insufficient hemostasis. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea). The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the doctor attempted to deploy the involved angio-seal device. Upon deployment, the arterial burst of blood from the outlet hole had a very weak stream, almost dripping out. The doctor stated that he deployed the device successfully and did not notice anything indicating incorrect deployment. After the procedure, the patient started bleeding. Pressure was held for roughly 40 minutes until the bleeding stopped. An ultrasound examination did not show the device in the artery, leading the doctor to suspect that the footplate, suture, and collagen might be in the tissue tract. The patient is currently doing okay. The type of procedure performed was unknown, but it was used for common femoral artery closure. Estimated blood loss was less than 250cc. The event occurred intra-operatively. The reported incident did not result in patient injury or require medical or surgical intervention. Additional information was received on 17 sep 2024: when closing, after deploying the device, a significant amount of bleeding was noticed coming from the insertion site. The device was deployed with collagen slightly protruding outside the body, which was then pushed back in. Pressure was held for an hour until the bleeding stopped. An ultrasound after the procedure could not locate the anchor. The patient had a good distal pulse immediately after, confirmed by doppler. The procedure was a follow-up on ekos. The patient had a difficult intubation. The observed common femoral artery (cfa) stick looked good, positioned above the bifurcation and below the inferior epigastric artery (iea). Estimated blood loss was under 250 ml. The patient is currently doing well.